Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.5/+1.0/104 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to low vaulting, with lens rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn/bent and residue on the lens. (B)(4).